Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead and pacemaker exhibited noise oversensing and inappropriate automatic mode switch. The pacemaker exhibited competitive atrial pacing too. As a resolution programming changes were made on (B)(6) 2025. The patient condition was stable.